Event description:
It was further reported that the thrombus was noted to be pre-existing. The subject was treated with ic nitroprusside throughout the procedure which completely resolved slow flow and EKG changes.

Event description:
(B)(4). It was reported that during a coronary stenting treatment procedure, the patient experienced myocardial infarction. In (B)(6) 2012, clinical status assessment identified the patient's qualifying condition as unstable angina (braunwald class ib), and the patient was referred for cardiac catheterization. The target lesion being treated was located in the distal left anterior descending (lad). The lesion was 90% stenosed, 3.5mm in diameter and 15mm long. Thrombus was noted to be present. The target lesion was treated with placement of a 3.5x12mm promus element plus study stent and an unknown size promus stent. A thrombectomy catheter was also used. Post dilation was performed. Residual stenosis was 0% with timi 3 flow noted. Following post dilation, abrupt closure of the vessel was noted. During the procedure, the patient experienced myocardial infarction (mi). Cardiac enzyme levels met the definition of mi with ck total = 265 iu/l (uln = 174 iu/l); peak ck-mb = 35.3 (uln = 4.9 ng/ml); and peak troponin t = 0.81 ng/ml(uln = 0.03 ng/ml). The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion being treated was located in the proximal left anterior descending (lad) and not the distal lad as initially reported. The previously reported 3.0x18mm promus stent was deployed in the proximal lad, just proximal to the bifurcation. This improved the lesion; however, there was evidence of severe haziness proximal to the initially deployed stent. Thrombus was suspected. Thrombectomy was performed, whih improved the appearance slightly. Subsequently, the previously reported 3.5x12mm promus element plus study stent was deployed in an overlapping fashion with the initially deployed stent. Post dilation was performed. Residual stenosis was 0%. The patient's cardiac enzyme were elevated (peak ck total = 143 iu/l , uln = 308 iu/l; peak ck-mb = 35.3 uln = 4.9 ng/ml; peak troponin t = 0.81 ng/ml uln = 0.03 ng/ml) and an event of myocardial infarction was reported. The event was considered recovering/resolving. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).